Manufacturer narrative:
The aspiration pneumonia is not a pre-existing condition and occurred on the day of the procedure. The physician believed aspiration pneumonia was a complication related to the procedure, intubation. Sheath used was a mobisheath (d140010). Generator parameters included: power control mode with average 31 watts, maximum 42 watts; temperature average 31 degrees celsius, maximum 41 degrees, cut-off 45 degrees; impedance average 117 ohms, maximum 173 ohms. Total ablation time was 53 minutes and 13 seconds. Irrigated catheter flow was set at 17ml/min at 30 watts or less and 30ml/min at more than 30 watts. It was noted that the pentaray had been in close proximity to the smarttouch catheter. Patient received anticoagulants during the procedure with activated clotting times maintained between 300-350 seconds. No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) for the lot number 17431209m has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant products were used during this study: carto 3 (B)(4), coolflow pump, pentaray catheter (d128208), acunav ultrasound catheter stryker reprocessed (B)(4), mobisheath (d140010). Other companies¿ devices used in this procedure: coronary sinus catheter stryker reprocessed, st. Jude medical sl1 transseptal guiding introducer (B)(4). (B)(4). Methods: no testing methods performed; (B)(4). Results: no results available since no evaluation performed; (B)(4). Conclusion codes: device discarded by user, unable to follow-up; (B)(4). (B)(4).

Event description:
It was reported that a female patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis and a respiratory infection (aspiration pneumonia). Post-procedure, after the patient left the lab, the patient became hypotensive and tamponade was confirmed via echocardiogram. Pericardiocentesis yielded 750cc. Patient was reported to be in stable condition. Patient was required extended hospitalization, but it is unclear if this was due to the tamponade or the unrelated medical issue. Patient outcome is improved. Follow-up echocardiogram revealed no pericardial effusion. Factors cited that may have contributed to the tamponade include difficulties achieving pulmonary vein isolation, possibly related to tissue edema or unusually thick atrial tissue. Physician's opinion regarding the cause of the adverse event is that it was procedure-related. It was also noted that the physician believes that due to the slow progression of the effusion, there may have been small tears in the left atrial tissue and not a full perforation.

Manufacturer narrative:
This supplemental is to provide full UDI number (B)(4).